Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It has been reported "sudden locking in knee. Very active patient. Wear of poly posterior".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed via product evaluation. Method & results: -device evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was fractured/damaged at a posterior edge which is consistent with articulation against hard object. Explantation damage was also observed on the insert. Dimensional inspection: not performed as the device was returned damaged. Functional inspection: not performed as the device was returned damaged. Material analysis: a visual of the product did not identify any material integrity or manufacturing issue. If further information becomes available additional testing will be performed. -clinician review: a review of medical records with a clinical consultant indicated " revision surgery for posterior subluxation of the femoral component in relation to the tibial component is confirmed. The surgeons notes state "very active patient with functioning process then sudden posterior dislocation". Postoperative x-rays demonstrate posterior subluxation of the femoral component in relation to the tibial component. I can not confirm "posterior wear" as operative findings were not described in the portions of the operative report. The root cause for the posterior subluxation can not be discerned from the limited information provided." -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to wear of poly posterior. Visual inspection of the returned device confirms that the device was fractured/damaged at a posterior edge which is consistent with articulation against hard object. Explantation damage was also observed on the insert. A visual of the product did not identify any material integrity or manufacturing issue. A review of medical records with a clinical consultant indicated " revision surgery for posterior subluxation of the femoral component in relation to the tibial component is confirmed. The surgeons notes state "very active patient with functioning process then sudden posterior dislocation". Postoperative x-rays demonstrate posterior subluxation of the femoral component in relation to the tibial component. I can not confirm "posterior wear" as operative findings were not described in the portions of the operative report. The root cause for the posterior subluxation can not be discerned from the limited information provided." The exact cause of the event cannot be determined from the information provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "sudden locking in knee. Very active patient. Wear of poly posterior".